Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had power error detected, unexpected battery loss and power loss alarm. The customer also had a high blood glucose level of 16.3 mmol/l and when he came back from sports blood glucose value was 15.3 mmol/l and treated with pump. Troubleshooting was performed for high blood glucose and pump errors. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.